Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8711, lot# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (25 mg/ml at 1.201 mg/day) from an implanted pump. The indication for use was non-malignant pain and chronic low back pain. On (B)(6) 2016 it was reported that during a pump replacement on (B)(6) 2016 when the hcp opened the pump pocket a thick, milky, white substance was seen all around the pump. The hcp was unsure what the substance was and was concerned it might be drug that had leaked into the pocket. The patient had reported experiencing good pain relief. It was also noted that the hcp was unable to aspirate the catheter. The actions interventions that were taken was that the hcp sent a specimen to be checked, the daily dose was decreased to 1.201 mg/day, the patient was admitted for monitoring, and the catheter was checked for leaks. The patient's status at the time of the report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.